Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose event while using the ilet, with glucose decreasing to 68 mg/dl, after which the user consumed a sandwich and chips without announcing a meal; approximately 30 minutes later the glucose was 136 mg/dl, and the user was advised not to announce the meal and to allow the ilet to stabilize glucose. Symptoms included hypoglycemia without associated clinical manifestations. Outcomes included transient low glucose with self-management and no medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.